Manufacturer narrative:
The device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected pump error 23 alarms noted during testing. No unexpected low battery alerts were present in the pump trace download. Pump trace download analysis confirmed the pump alarmed multiple replace battery alerts while monitoring. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed multiple replace battery alerts due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay and slight corrosion in battery tube.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump received a pump error alarm and the battery only lasted for 2 days. Blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is expected to return for analysis.